Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pancreatoduodenectomy, the device was used to complete the procedure. Nothing broke off and feel into the patient while using this device. There was no patient injury. Investigation found that two dissectors were returned the tip of the waveguide was broken off and fractured for both devices. The broken pieces were not returned. Investigation communication stated that there was nothing broke off while in use and nothing fell into the patient's cavity. Investigation communication stated that the 2nd device was used without error.

Event description:
According to the reporter, during pacreatoduodenectomy, the dissector stopped working after being use, it turns red and the battery was changed but problem still occurred. They replaced the dissector and it worked fine with the same generator and battery which completed the procedure. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the customer issue that occurred with the device was available. Upon examination of the sample, it was found that the waveguide was found to be broken. Visual inspection revealed that the tip of the waveguide was broken off and fractured. The broken piece was not returned. When the hand piece was tested with lab generator and battery and found that the device was not functional. The assembled device returned a green light and a welcome tone, but immediately returned a red led indicator with an error tone (alarm activation) when the device was activated. The product analysis noted evidence that the device was not used as intended. This issue can occur if the titanium waveguide was in use when it cracked and broke off/ fractured and may have come in contact with any of the following; hemostats, clips, staples, retractors, etc. During use. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact with metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors. Advises device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pancreatoduodenectomy, the dissector stopped working after being use. It turns red and the battery was changed but problem still occurred. They replaced the dissector and it worked fine. There was no patient injury.